Event description:
The customer stated that he was hospitalized due to low blood glucose. The reported blood glucose reading at the time of the call was 184 mg/dl. The customer called for assistance setting his basal rates prior to the hospitalization and the technician assisted him with setting his basal rates. It was found at the hospital that the customer had given the technician incorrect rates and that the basal rates were set too high. The customer stated that the insulin pump delivered more than 300 units in less than 24 hours. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.